Event description:
It was reported that the patient had a lead revision on (B)(6) 2013. The patient was told by the doctor the day prior to the report that the pocket site had opened up and they were treating it with antibiotics. The doctor told the patient that there was no sign of infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va03lks, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va04uxg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Operative notes from (B)(6) 2013 noted: postoperative diagnosis was urge incontinence. Operation: taking a lead out and implanting a new one on interstim. Fluoroscopy. Programming of the neurostimulator. Indication: urge incontinence with a failed interstim for removal and replacement of the tined lead. This patient had interstim placed. It was on the left in the 3rd sacral foramen, but she was having leg pain at a voltage of 4, thus it was not possible for her to use the stimulator. The stimulator has been turned off. We are going to remove it and replace it and try again as when the stimulator was on she had good urinary relief, but the leg pain and the pelvic pain was too much. Procedure: the battery was tested by the manufacturer's representative and was found to be in good shape. Following the lead revision, the electrodes were set to program 4 which the lead was on the right in s3 and the interstim battery was on the right by the iliac crest. See also manufacturer's report # 3004209178-2014-03220 and manufacturer's report # 3004209178-2014-03221.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was repositioned. It was stated that the patient had a seroma that caused pain. It was also stated that the repositioning also caused swelling and pain. The ins was removed and the patient reportedly healed well. There was no required hospitalization or patient injury related to the event. It was noted th at the problems were not related to the ins, but the response to the ins placement. The medical report for the visit on (B)(6) 2013 described the incision site as open and oozing. It was stated that the patient still got up at night and would void as soon as her feet hit the floor. The patient was able go longer between voids during the day, but it "made her pressure go up." It was noted that over the right posterior superior iliac spine (psis), the lead came through the skin and caused pain. The healthcare provider (hcp) would remove and make a new pocket for the ins and see how it went. The patient was given keflex, levaquin, and augmentin for 8 days. The patient was later seen on (B)(6) 2013 for pain and discomfort around the ins since the surgery. It was stated that the pessary only worked for one night and the patient wanted it removed. The ins site as very sore, swollen, and the patient was unable to lie down. It was also stated that using stimulation did affect the patient's frequency of urination and if therapy was removed the patient would have a bad time. The patient was to have a cystometrography (cmg) done with the ins out, pessary out, and with no medication. It was further stated that hcp was to remove the ins and leave the leads in and would replace the ins later on. The hcp planned on saving the patient's ins and pessary to use later.

Manufacturer narrative:
Product ID 3093-33 lot# va03lks, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).